Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that battery switches from one port to another port. The battery was replaced and there was no reported effect on the patient. Investigation is ongoing.

Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via review of the controller log files since log files were not available for analysis. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of exhibiting cell over voltage (cov), indicative of a battery that may been in storage for a long period of time and the safety alert was activated. However, after the battery was fully charged, it was able to pass functional testing. This is an incidental finding and not related to reported event. The reported event could not be confirmed or duplicated at the bench level. Therefore the exact root cause of the reported issue could not be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.